Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with severe diabetic ketoacidosis (dka) and pneumonia. Patient¿s blood glucose (bg) levels reached 819 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (abdomen). The patient was on tamiflu for flu, the flu turned into pneumonia which turned into dka. Symptoms reported include severe cough and fever. Patient tried to bolus before going to the hospital. The patient was treated with an intravenous with insulin, magnesium, four (4) antibiotics, electorlites, tamiflu vaneomycin and nexan afoe cefpodexin. Patient¿s doctor increased basel rate for one week out the hospital. The patient went from .4 and .5 then patient¿s doctor increased to .6 while in the hospital as a recent setting change. Patient had ketones. The patient was on insulin through intravenous for the first three (3) days and patient was monitored every hour. Labs on blood were given while patient was in for hospital 2.5 weeks. The site was blueish; thus, bruise. The pod was removed at the hospital and discarded.